Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. The reporter informed the company that the product was unavailable for return.

Event description:
Brush head broke off toothbrush [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via e-mail on (B)(6) 2017 that the head broke off her oral-b brushhead, version unknown. She stated that she had always been purchasing only oral-b products. No symptoms developed. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. On 04-jul-2017 received consumer's follow-up e-mail: the consumer reported that the brush head was an oral-b 3d white brushhead. No further information was provided.